Manufacturer narrative:
(B)(4). Final analysis confirmed that the test lead(s) could not be fully inserted into the pulse generators header. The v-connector ring diameter was out of specification.

Event description:
It was reported that during the implant procedure, the pulse generator header had difficulty accepting the atrial lead. The generator was not implanted and a new device was used.